Event description:
It was reported that during routine follow up, the rv threshold had increased and the sensing decreased. X-ray confirmed lead dislodgement. The patient was asymptomatic. The lead was extracted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.